Manufacturer narrative:
Instrument data was received and reviewed and showed run #111 on (B)(6) 2021 18:50pm, scfa a real negative on all targets with ic CT=29.4; normal pcr curves. Moreover it also showed a low viral load and may be at the limit of detection where results are known to waiver. As such, results with one assay may not be reproducible with a different assay. Furthermore, the liat® scfa assay targets different regions of the orf1a/b along with the n gene of the sars-cov-2 virus with the lod at 0.012 tcid50/ml (12 copies/ml). Detection of either or both targets is considered a positive sars-cov-2. The allegation is substantiated. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a false negative result generated for one sample on the cobas® liat® serial number (B)(4) when using a cobas® sars-cov-2 and influenza a/b nucleic acid test. The initial sample was tested using the scfa lot 10315y, generated a sars-cov-2 negative with influenza a&b negative. The same sample was repeated on the seegene® allplex sars-cov-2 assay lot rv9121a02 (expiration 05feb2022) with the starmag viral dna/rna extraction kit, showed positive sars-cov-2 n and e gene with a low viral load; e gene positive with CT=36.72, n gene positive with CT=34.58, rdrp gene negative, and ic CT=25.04. No harm is alleged. The results were reported as positive. An investigation was conducted to evaluate the customer¿s allegation.